Event description:
It was reported that customer accidentally put water inside the cardiosave intra-aortic balloon pump (iabp) unit. They mixed gas line and saltwater line. It wasn't much of water but enough that cardiosave doesn't work properly. Pump doesn't start to pump.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during a training, customer accidentally put water inside the cardiosave intra-aortic balloon pump (iabp) unit. They mixed gas line and saltwater line. It wasn't much of water but enough that cardiosave doesn't work properly. Pump doesn't start to pump. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit and opened the machine, and electric parts are looking dry and cannot see no moisture or water. Fse also replaced safety disk and tidal disk for autofill failure. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.